Event description:
The reported description of this complaint notes that there was no audio (voice) coming from the monitor. No adverse pt impact reported as a result of this failure.

Manufacturer narrative:
(B)(4). Replacement of the speaker resolved the loss of audio. The info from this complaint and from trending for this issue does not support that there is any manufacturing, design, labeling, materials or supplier problem. Device labeling (instructions for use/IFU) warns that users should not rely solely on audible alarming. No further investigation or action is warranted.